Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that surgeon was treating a patient with charcot foot (a severe complication of diabetes). He inserted a 7.3mm x 175mm cannulated screw into the posterior aspect of the talus, through the midfoot and into the first metatarsal. When the screw tip entered the metatarsal, it became difficult to advance due to the narrower corridor. The screw would not advance even when attached to the power screwdriver shaft. The surgeon then depressed the power button and began to rotate the drill in an attempt to advance the screw. As he did, the hex part of the screw driver shaft broke. The surgery was completed, but the screw could not be moved forward or backward, so it was left in place. It is approximately 1 cm proud on the posterior aspect of the patient's talus. This report is for 1 unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complained device is still in the patient. It was not the original device that was received. According to the evaluation, it was a similar product. The dimensional analysis was performed on the screw that was enclosed with the complaint. There were no issues found during the dimensional analysis on features relevant to the complaint on the provided screw. Since the actual screw in question in not available for review this complaint is indeterminate from a manufacturing standpoint. Device reported received in error. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.